Event description:
Reportedly, when patient attended clinic last week they were unable to interrogate the device and the ECG showed no pacing at all. Patient was asymptomatic as had reasonable underlying rhythm. It was reported also that 9 months ago during the previous follow-up, all routine threshold, sensing and lead impedance checks within normal limits and battery impedance at 1.9k ohms. The device was changed and will be returned for analysis.

Event description:
Reportedly, when patient attended clinic last week they were unable to interrogate the device and the ECG showed no pacing at all. Patient was asymptomatic as had reasonable underlying rhythm.it was reported also that 9 months ago during the previous follow-up, all routine threshold, sensing and lead impedance checks within normal limits and battery impedance at 1.9k ohms. The device was changed and will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.